Event description:
It was reported by the customer that the saw was leaking fluid. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On february 3, 2008 the saw involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event. During the investigation, the technician found the rotor bearing to be worn; the rotor assembly and ball bearing was replaced.